Manufacturer narrative:
(B)(4). The customer reported the device would not sync cardiovert during a pt event. There was no negative pt impact as another defibrillator was available for use. The device was evaluated by a philips fse. The symptom was not duplicated. The device passed all testing and was returned to service. There is no request for a response by the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated the cause cannot be determined. No formal response was requested and none is warranted.

Event description:
The customer reported the device would not sync cardiovert during a pt event. There was no negative pt impact as another defibrillator was available for use.